Event description:
It was reported that a patient bought a new car that was "all sensored" and she was having trouble starting her car when she was in it. The patient wanted to know if her device could cause this. It was also reported that the patient had experienced a shocking or jolting sensation about 6 months previous when she walked through the security gates at (B)(6). The patient was "shocked" and then felt "sore" for about "2-3 days" afterwards. It was noted that this is the patient's third device and it was placed in her abdomen. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-41, lot # v967832, implanted: (B)(6) 2012, product type lead; product ID 3093-28, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).